Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of numbers not being displayed properly on the system monitor was not confirmed. (B)(6) was evaluated and tested for several days and the reported event could not be duplicated. The unit was connected to a mock loop and it functioned as intended. The front housing had damage so it was replaced. A full functional checkout was performed and the unit passed all tests. The unit was returned to the customer site. A root cause for the reported damage was not conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 10feb2011. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 4-¿system monitor¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use section 4-¿system monitor¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the numbers were not being displayed properly on the system monitor. It was instructed to power off the monitor then power on to clear the issue.